Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a partial display. The customer¿s blood glucose level was 117 mg/dl. The customer states that the screen was flicking and then it was working and had a bubble on the front. Troubleshooting was performed for partial display was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank flashing white lcd due to cracked on lcd controller. Unable to verify missing segments/partial display due to blank flashing white lcd. Unit was received with cracked retainer, minor scratched display window and scratched case.